Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 20-feb-2020. The most recent information was received on 11-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("continuously tired/great general fatigue") and asthenia ("no more strength after working days to do everyday things"). On an unknown date, the patient experienced temperature regulation disorder ("temperature regulation problems"), pain ("pain absolutely all over the body") and general physical health deterioration ("long and difficult deterioration of my general condition"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and temperature regulation disorder outcome was unknown and the fatigue, asthenia, pain and general physical health deterioration had not resolved. The reporter considered asthenia, fatigue, general physical health deterioration, menorrhagia, pain and temperature regulation disorder to be related to essure. The reporter commented: patient¿s current status: she was continuously tired, no more strength after working days to do everyday things. In follow up report patient stated that in 2014 (occurrence period), first incident was a haemorrhage during her period. She was at her place of training more than an hour and a half from home, so she had to cross the region...to return home bloody, in order to be able to get clean after a shower during which she lost a mass of about 300 g. And to be able to get clean in order to go to the gynecological emergency department which had all records and births, and that of that intervention, the consequences of which were a long and difficult deterioration of her general condition. Great general fatigue, pain absolutely all over the body. Essure was removed on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: patient reported via health authority that in 2014, first incident was a haemorrhage during her period. She was at her place of training more than an hour and a half from home, so she had to cross the region...to return home bloody, in order to be able to get clean after a shower during which she lost a mass of about 300 g. And to be able to get clean in order to go to the gynecological emergency department which had all records and births, and that of that intervention, the consequences of which were a long and difficult deterioration of her general condition (event added and events causality by patient was: related). Great general fatigue, pain absolutely all over the body (event added). Essure was removed on (B)(6) 2020 (removal added). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 11-jan-2021. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), fatigue ("continuously tired/great general fatigue") and asthenia ("no more strength after working days to do everyday things"). Essure was removed on (B)(6) 2020. An unknown time later she experienced temperature regulation disorder ("temperature regulation problems"), pain ("pain absolutely all over the body") and general physical health deterioration ("long and difficult deterioration of my general condition"). The patient was treated with surgery (essure removal, removal of uterus). At the time of the report, the fatigue, asthenia, pain and general physical health deterioration had not resolved. The outcomes for heavy menstrual bleeding and temperature regulation disorder were unknown. The reporter considered asthenia, fatigue, general physical health deterioration, heavy menstrual bleeding, pain and temperature regulation disorder to be related to essure administration. The reporter commented: patient¿s current status: she was continuously tired, no more strength after working days to do everyday things. In follow up report patient stated that in 2014 (occurrence period), first incident was a haemorrhage during her period. She was at her place of training more than an hour and a half from home, so she had to cross the region...to return home bloody, in order to be able to get clean after a shower during which she lost a mass of about 300 g. And to be able to get clean in order to go to the gynecological emergency department which had all records and births, and that of that intervention, the consequences of which were a long and difficult deterioration of her general condition. Great general fatigue, pain absolutely all over the body. Essure was removed on (B)(6) 2020. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 11-jan-2021: patient reported via health authority that in 2014, first incident was a haemorrhage during her period. She was at her place of training more than an hour and a half from home, so she had to cross the region...to return home bloody, in order to be able to get clean after a shower during which she lost a mass of about 300 g. And to be able to get clean in order to go to the gynecological emergency department which had all records and births, and that of that intervention, the consequences of which were a long and difficult deterioration of her general condition (event added and events causality by patient was: related). Great general fatigue, pain absolutely all over the body (event added). Essure was removed on (B)(6) 2020 (removal added). 28-oct-2022: essure insertion date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 20-feb-2020. The most recent information was received on 06-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("patient is continuously tired"), temperature regulation disorder ("temperature regulation problems") and asthenia ("no more strength after working days to do everyday things"). Essure treatment was not changed. At the time of the report, the menorrhagia and temperature regulation disorder outcome was unknown and the fatigue and asthenia had not resolved. The reporter provided no causality assessment for asthenia, fatigue, menorrhagia and temperature regulation disorder with essure. The reporter commented: patient¿s current status: she is continuously tired, no more strength after working days to do everyday things. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 21-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), fatigue ("continuously tired/great general fatigue") and asthenia ("no more strength after working days to do everyday things"). Essure was removed on (B)(6) 2020. On unknown date she experienced pain ("pain absolutely all over the body"), temperature regulation disorder ("temperature regulation problems"), general physical health deterioration ("long and difficult deterioration of my general condition") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (essure removal, removal of uterus). At the time of the report, the pain, fatigue, asthenia and general physical health deterioration had not resolved. The outcomes for heavy menstrual bleeding, temperature regulation disorder and fibromyalgia were unknown. The reporter considered asthenia, fatigue, fibromyalgia, general physical health deterioration, heavy menstrual bleeding, pain and temperature regulation disorder to be related to essure administration. The reporter commented: patient¿s current status: she was continuously tired, no more strength after working days to do everyday things. In follow up report patient stated that in 2014 (occurrence period), first incident was a haemorrhage during her period. She was at her place of training more than an hour and a half from home, so she had to cross the region...to return home bloody, in order to be able to get clean after a shower during which she lost a mass of about 300 g. And to be able to get clean in order to go to the gynecological emergency department which had all records and births, and that of that intervention, the consequences of which were a long and difficult deterioration of her general condition. Great general fatigue, pain absolutely all over the body. Essure was removed on (B)(6) 2020. I had the devices removed in 2020. But this has not been without its consequences as I was diagnosed with fibromyalgia even though everything was fine before the implants were inserted. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2024: new event fibromyalgia was added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("patient is continuously tired"), temperature regulation disorder ("temperature regulation problems") and asthenia ("no more strength after working days to do everyday things"). Essure treatment was not changed. At the time of the report, the menorrhagia and temperature regulation disorder outcome was unknown and the fatigue and asthenia had not resolved. The reporter provided no causality assessment for asthenia, fatigue, menorrhagia and temperature regulation disorder with essure. The reporter commented: patient¿s current status: she is continuously tired, no more strength after working days to do everyday things. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.